Event description:
It was reported that a user of an ilet system experienced elevated blood glucose after removing a 6 mm, 23-inch teflon infusion inset; the needle was not bent on removal, blood glucose remained elevated throughout the day with a peak of 241 mg/dl, and the user had been disconnected overnight before planning a supply change; no alerts or alarms were reported and lot number 6007159 was provided. Symptoms included hyperglycemia. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction could be confirmed and the cause of hyperglycemia remained unclear, with potential factors including infusion site performance or physiological variability. It was concluded that the event was non-serious and the cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.